Event description:
It was reported that during patient use both displays on the s/5 monitor went blank and no audible alarms were available. The patient was transferred to a backup transport monitor. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.